Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a false positive result by social media with binaxnow covid-19 ag self-test on (B)(6) 2023.per the consumer, they received a positive result with binaxnow covid-19 ag self- test. Also, the consumer stated that their doctor told them that binaxnow covid-19 ag self-test result was wrong, and he performed another test. Additionally, the consumer stated that they never got sick. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result by social media with binaxnow covid-19 ag self-test on (B)(6) 2023.per the consumer, they received a positive result with binaxnow covid-19 ag self- test. Also, the consumer stated that their doctor told them that binaxnow covid-19 ag self-test result was wrong, and he performed another test. Additionally, the consumer stated that they never got sick. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.